Manufacturer narrative:
The device was received partially deployed. The slide insert was fully visible in the top housing window; however, the formed needle extended past the bottom housing window in the soft cannula and, the linkage assembly and slide retract were not fully retracted. The needle mechanism fully deployed upon removal of the top housing. Score marks were observed on the underside of the top housing, indicating that there was misalignment of the linkage assembly which caused the needle to partially deploy. Although the hard cannula extended further down the soft cannula than typically expected, fluid flowed freely through the fluid path and no leaks or tears were observed. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation found no other damage or defects that would contribute to the needle partially deploying. It could not be determined if the partially deployed needle mechanism contributed in any way to the reported event. The misalignment of the linkage assembly can be confirmed as the cause of the partially deployed needle mechanism. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (arm). The investigation observed misalignment of the linkage assembly. It was also reported that the patient's blood glucose level rose to 341 mg/dl while wearing the pod between 36 and 48 hours.